Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Insulation abrasion was observed on the lead at 11.2cm from the connector pin. The ring electrode cables were exposed but the efte insulation was not compromised. Inside-out abrasion was noted. At 8.8cm to 10.9cm from the helix tip. The ring electrode cables and rv cables were exposed and the efte insulation was compromised. The inner insulation of the distal coil was also abraded in the same area. The damage found could cause the reported noise and impedance anomaly.

Event description:
It was reported that during device change out, the lead impedance had increased. The trend report showed a constant increase in lead impedance values. The lead remains implanted.

Event description:
New information noted that the patient received inappropriate therapy due to noise. The lead was explanted.